Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit/components and tubing set; and verifying correct breast shield fit. Suction did not improve after troubleshooting, so the customer was sent a replacement pump. Multiple contact attempts by a medela clinician to get additional information regarding the customer's allegation and the current status of her mastitis went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was experiencing low suction when using her pump in style breast pump. She stated that she was diagnosed on (B)(6) 2017 with mastitis, for which she was prescribed antibiotics.